Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - peripheral neuropathy/ post lumbar laminectomy syndrome/ spinal pain. Patient reported having issues with his pp. Pss asked patient to clarify and patient reported his pp was not working so he called pss first and then he met w/ a rep and rep gave him a new pp and patient was told the ins battery was strong but did not think so because the ins was shutting off. Patient reported the pp would not function properly. He would be on a 3 and this would drive him to his knees. Patient reported sometimes the pp would not function at all and he tried new batteries; nothing worked. Patient reported when he met with the rep, they hooked everything to his laptop and rebooted everything and checked the patient's ins. Patient reported this issue occurred in (B)(6) 2017 and that they notified patient services then. No records were found on this call date. No further complications were reported/anticipated.